Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: stenosis, procedure: discectomy it was reported that, intra-op, the pituitary broke near the hinge of the instrument. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were known.